Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in airway from device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contaminant on the interior of the filter area of the blower box, dark, unknown contaminant on the front panel, an unknown contaminant on the bottom enclosure, dark contaminant on the rear panel, and the bottom enclosure. The manufacturer also found keratin-like substance on the blower box outlet and the blower seal, a small amount of dust contaminant on the blower, as well as evidence of liquid ingress to the blower. The device's downloaded event log was reviewed by the manufacturer and found error code e-130. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed the presence of contaminant and liquid ingress in the device.